Event description:
Approximately one year and ten months post hvad implantation, the patient experienced power switching from one port to the other earlier than expected and a "critical battery" alarm. The controller was exchanged and all the batteries replaced. There was no reported patient injury as a result of this event. Investigation is ongoing.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The site performed a controller exchange and returned the devices to the manufacturer for evaluation. There was no reported injury as a result of this event. Various analyses were conducted and reviewed in order to evaluate the performance of the returned screen batteries in relation to the reported event. Analysis of the (B)(4) revealed that the devices met specifications; the batteries passed visual inspection and functional testing. Analysis of (B)(4) revealed that the device failed to meet specifications; the battery failed functional testing due to a faulty internal cell pair, which likely contributed to the reported event. The reported event was confirmed via the log files. Review of the log files revealed several 'critical battery' alarms as well as multiple premature switching events. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching of screened batteries are most often attributed to communication errors between the controller and battery. There are no known clinical or user related factors that could have contributed to this event. The most likely root cause of the reported 'power switching' and 'critical battery' alarm event is a combination of a battery with a faulty internal cell pair and a communication error between the controller and batteries. Heartware has opened an internal investigation to evaluate these types of issues. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The hvad remains implanted in the patient, therefore, it will not be returned. The batteries and controller have not been received by the manufacturer. Additional information will be submitted with-in thirty (30) days of completion of the investigation.